Event description:
This is a report from a consumer with supplemental information provided by a peritoneal dialysis nurse (pdn) in the USA of cat clawing at lines during peritoneal dialysis (pd) therapy and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal therapies. On an unreported date in (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd) therapy with 1 midday manual exchange (unspecified). During a call with baxter global technical service (gts) regarding assistance with the homechoice device, the following was reported. The home patient (hp) stated he was draining out the previous therapy and at the end of the initial-drain, their kitten clawed the drain line and made a hole in the drain line. The hp called the pdn and was instructed to start over with new supplies. There was no serious injury or medical intervention reported at the time of the initial report. On (B)(6) 2012, baxter product surveillance (ps) contacted the home patient's caregiver (cg) regarding the reported issue and she said the patient was currently in the hospital and that it was related to his pd therapy (details not provided). On (B)(6) 2012, ps contacted the pdn to follow up and received the following additional information. The pdn clarified, on (B)(6) 2012, while performing pd therapy, the patient's kitten clawed at the cassette lines. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Per the pdn, the cause of peritonitis was the kitten clawing at the lines during therapy. Treatment was unknown. Concomitant therapy was not reported. At the time of this report, the patient was still hospitalized and peritonitis was reported to be ongoing. There was no interruption in pd therapy. The patient has not yet been retrained on aseptic technique but the pdn plans to retrain the patient on aseptic technique and to not keep pets in the room while performing pd therapy (date unspecified). The pdn stated the peritonitis was unrelated to a baxter solution, disposable, or device.

Manufacturer narrative:
(B)(4): this complaint is for a damaged patient line and is confirmed because the home patient indicated that the kitten clawed the drain line and made a hole in the drain line (later clarified by the nurse to be the cassette lines), which is a use error that will cause damage to the patient line and may have caused or contributed to peritonitis. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device.